Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device dislocation ('essure device in omentum/ contraceptive devices are present in the left cornu of the uterus, and embedded within the omental adipose tissue') in an adult female patient who had essure (ess205) (batch no. 624303) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((2 vaginal, 2 c-sections)), autoimmune disorder and endometriosis. Concurrent conditions included vaginal infection, abdominal pain, nausea, vaginal bleeding, uterine bleeding and uterovaginal prolapse. In (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), headache ("chronic headaches"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and migraine ("I had migraines "). The patient was treated with surgery (partial omentectomy, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the uterine perforation, device dislocation, pelvic pain, headache, genital haemorrhage, dyspareunia, tooth disorder, fatigue and arthralgia outcome was unknown and the migraine had resolved. The reporter considered arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2009: 1. Mm nonobstructing stone in the lower pole of the right kidney. 2. There is a fluid density area in the upper pole of the right kidney. I am not certain whether this represents a compound calyx, dilated collecting system or parapelvic cyst. I do not see any evidence of an obstructing stone in the kidney or ureter. 3. Appendicolith within the appendix, but no definite changes of acute appendicitis are identified on this noncontract study. Hysterosalpingogram - on (B)(6)2007: 1. Successful mechanical obstruction of both fallopian tubes. 2. There is a curled appearance of the right essure coil. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : headache,fatigue, joint pain, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: new event ( migraine). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device dislocation ('essure device in omentum/ contraceptive devices are present in the left cornu of the uterus, and embedded within the omental adipose tissue') in an adult female patient who had essure (ess205) (batch no. 624303) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((2 vaginal, 2 c-sections)), autoimmune disorder and endometriosis. Concurrent conditions included vaginal infection, abdominal pain, nausea, vaginal bleeding, uterine bleeding and uterovaginal prolapse. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), headache ("chronic headaches"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (partial omentectomy, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pelvic pain, headache, genital haemorrhage, dyspareunia, tooth disorder, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, tooth disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2009: 1. Mm nonobstructing stone in the lower pole of the right kidney. 2. There is a fluid density area in the upper pole of the right kidney. I am not certain whether this represents a compound calyx, dilated collecting system or parape1vic cyst. I do not see any evidence of an obstructing stone in the kidney or ureter. 3. Appendicolith within the appendix, but no definite changes of acute appendicitis are identified on this noncontract study. Hysterosalpingogram - on (B)(6) 2007: 1. Successful mechanical obstruction of both fallopian tubes. 2. There is a curled appearance of the right essure coil. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : headache,fatigue, joint pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device dislocation ('essure device in omentum/ contraceptive devices are present in the left cornu of the uterus, and embedded within the omental adipose tissue') in an adult female patient who had essure (ess205) (batch no. 624303) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((2 vaginal, 2 c-sections)), autoimmune disorder and endometriosis. Concurrent conditions included vaginal infection, abdominal pain, nausea, vaginal bleeding, uterine bleeding and uterovaginal prolapse. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), headache ("chronic headaches"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (partial omentectomy, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, pelvic pain, headache, genital haemorrhage, dyspareunia, tooth disorder, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, tooth disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on (B)(6) 2009: mm nonobstructing stone in the lower pole of the right kidney. There is a fluid density area in the upper pole of the right kidney. I am not certain whether this represents a compound calyx, dilated collecting system or parape1vic cyst. I do not see any evidence of an obstructing stone in the kidney or ureter. Appendicolith within the appendix, but no definite changes of acute appendicitis are identified on this noncontract study. Hysterosalpingogram on (B)(6) 2007: successful mechanical obstruction of both fallopian tubes. There is a curled appearance of the right essure coil. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : headache,fatigue, joint pain, pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.